Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that they did not want to return their reservoir and infusion sets for analysis. The customer was informed that the reservoir needed to be changed. A new reservoir was sent to the customer. No further information was provided.